Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he had issues with the insulin pump connecting to the sensor. Troubleshooting was performed and it was noted the device alarm history had a button error alarm. Customer's doesn't know her blood glucose level at the time of the event. Customer didn't recall any significant event which may have cause the device to alarm, only he was driving from work at the time. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.